Event description:
The customer called technical support (ts) reporting that the device is displaying error code (1122) blower temperature high. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer wants onsite service. The rse dispatched a field service engineer (fse) for onside visit. The fse replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was put back into service. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.